Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat end stage osteoarthritis with varus deformity and subluxation of the left knee. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain and instability secondary to tibial tray loosening. Upon entering the joint, the surgeon encountered and debrided scar tissue. The tibial tray was loosened and completely debonded at the cement to implant interface. There was a tibial bone defect noted. The patella and femoral components were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received depuy tibial components and a competitor tibial cone utilizing depuy cement x 1. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019; (left knee).